Event description:
Customer tested 68 mg/dl on the aviva system and self treated with juice. Fifteen mins later, customer reportedly received results of hi (greater than 600 mg/dl) and 160 mg/dl within 10 mins of each other on the aviva system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.